Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a type ia endoleak was identified and treated on (B)(6) 2017 with endoanchors at the proximal aortic neck. The aneurysm had reportedly grown from 74 mm to 90 mm in diameter. The patient tolerated the procedure.